Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p5l0938); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p5l0938); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p5l0938). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nine days post-operatively, a staple line leak was discovered. The leak was identified through scanner imaging and endoscopy, and the contents being held by the tissue leaked. Four reloads were used and had the same issue. The patient was readmitted to the hospital and remains hospitalized. An endovac was placed by endoscopy to address the leak.

Manufacturer narrative:
Additional information: b5, d3, d4 (expiration date, UDI), g3, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nine days post-operatively on a sleeve gastrectomy, a staple line leak was discovered. The leak was identified through scanner radiation imaging and endoscopy, and the contents being held by the tissue leaked. Four reloads were used and had the same issue. The patient was readmitted to the hospital and remains hospitalized. An endovac was placed by endoscopy to address the leak.